Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after a coronary interventional procedure using a 6f sheath. Reportedly, the device was deployed however, the plunger was stuck and would not retract after step 3. Additionally, the lever could not be lowered/close and causing difficulty to close the footplate. After further manipulation of the lever, the lever was finally lowered, the footplate closed and the device was removed. A non-abbott device was used to achieve hemostasis; however, the non-abbott device did not achieve hemostasis requiring manual compression was ultimately applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Subsequent to the initially filed report, the following information was received: it was reported that the lever could not be lowered/close and causing difficulty to close the footplate and remove the device. After further manipulation of the lever, and using force. The lever was finally lowered, the footplate closed and the device was removed. No additional information was provided.

Manufacturer narrative:
Analysis was performed to the returned device. The reported difficulties of retraction of the plunger, difficult to open/close lever were confirmed. The reported difficulty removing the device from the vessel could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed an indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The lever was opened, and the foot fully deployed with resistance noted. An attempt was made to perform step 2, but resistance was noted. Performed step 3 and able to remove the plunger with resistance noted. The posterior needle was bent in a z-like shaped. The follower was also bent. Per engineering, further analysis to the returned device was performed. Upon removal of the plunger, inadvertently separated the posterior needle shank at the noted z-shaped bent. The guide tube was peeled to remove the posterior needle shank that was left in the device to inspect the posterior needle tip and the posterior needle shank. A proxy push mandrel was inserted in the separated portion of the posterior needle shank in an attempt to eject the posterior needle tip; but was not successful. The posterior needle tip was ejected manually with a tweezer with resistance noted. There was excessive adhesive noted in the posterior needle shank. Fourier transform infrared spectroscopy (ftir) analysis was performed on the foreign material. The results concluded that the substance was a type of loctite. Based on observations from the returned analysis, the posterior needle tip and posterior needle shank were glued into the posterior guide slot due to excessive adhesive. Upon attempt to depress the plunger the posterior push mandrel bent in a z-shape. This failure cause the plunger to become trapped within the device blocking the lever creating additional resistance to close the device. As the foot was unable to be fully closed but retracted enough to allow for device removal. The cause of the reported difficulties are related to a potential product quality issue of excess adhesive in and on the posterior needle shank and needle tip. Manufacturing engineering reviewed the reported details and deemed the excessive adhesive to be a potential product quality issue. Per case details "after further manipulation of the lever, and using force, the lever was finally lowered, the footplate closed and the device was removed." It should be noted that the electronic perclose prostyle instructions for use (eifu), states: "do not apply excessive force to the lever when opening the foot and returning the foot to its original position down to the body of the device. Do not attempt to remove the device without closing the lever. Excessive force on the lever or attempting to remove the device without closing the lever could cause breakage of the device and / or lead to vessel trauma, which may necessitate intervention and / or surgical removal of the device and vessel repair." The reported difficulty was concluded to be related to manufacturing and is considered a potential product quality issue due to observed excessive adhesive. Further investigation will be performed, and corrective actions will be taken, as required, in accordance with internal operating procedures. B5: describe event or problem: updated h6: medical device problem code 1528 difficult to remove vessel and 2017 excessive force was added to capture the force used to lower the lever and for failure to follow steps / instructions to capture performing steps out of sequence.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after a coronary interventional procedure using a 6f sheath. Reportedly, the device was deployed however, the plunger was stuck and would not retract after step 3. Additionally, the lever could not be lowered/close and causing difficulty to close the footplate. After further manipulation of the lever, the lever was finally lowered, the footplate closed and the device was removed. A non-abbott device was used to achieve hemostasis; however, the non-abbott device did not achieve hemostasis requiring manual compression was ultimately applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.